Event description:
Additional information was received from healthcare provider (hcp). It was reported that the provider requested MRI information on patient's dbs (deep brain stimulation) system. During call, hcp said the patient had "wires looped around and all over the place" on the CT scan and they were nervous about doing an MRI on a dbs patient because they "knew what would happen if something went wrong with dbs." Tech services provided MRI information. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a company representative (rep) that during an MRI compatibility informational call, an allied health professional mentioned that the patient seemed to indicate that the ins was off and the "battery died." The patient reportedly tried to change the battery, but that did not resolve the issue. Ts asked the caller further questions to determine whether the ins was depleted, the hcp turned off the therapy due to it not working for the patient, or if the patient was referring to the patient control device. The caller was unsure of any specific details beyond what was initially provided. Ts redirected the caller to the patient's hcp for further discussion and reviewed that the ins would need to be working and communicating with an external device in order to proceed with the MRI scan. Additional information was received from the caller that the patient had been experiencing issues with the "new" ins since its implantation. The hcp suspects the wires may be loose, so they wanted to perform the MRI. Ts reviewed that the system must be checked before an MRI to determine system integrity. The caller was redirected to the managing hcp or manufacturer representative (rep) for further assistance.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va16wy1, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va16wy1, implanted: (B)(6) 2016, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 24-may-2020, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 24-may-2020, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6), ubd: 20-jan-2019, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6), ubd: 20-jan-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.